Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered water droplet was forming very slowly at the rear overflow hole on cc side sample syringe 3-way valve. The fse replaced all 3-way valves and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The affiliate reported the customer alleged deionized water leaked from cc sample syringe valve involving unicel dxc 600 synchron system. Beckman coulter customer technical support (cts) advised the customer to discontinue analyzing any cc side chemistry analyses. The customer stated the water leak was slow and contained within the unit behind the front cover. There were no reports of erroneous cc side patient results. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.